Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the implant procedure of the right ventricular (rv) lead the patient experienced chest pain. Analgesic medication was administered. It was further reported that on the same day perforation, tamponade and pericardial effusion was suspected. Pericardial puncturing and drainage was performed and the patient experienced nausea and decreased blood pressure. The lead was repositioned and reprogrammed. No further patient complications have been reported as a result of this event.